Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Embedded information was referenced in: increased incidence of noise in the tendril pacemaker lead detected via remote monitoring. The title of the presentation was: prevalence and management of tendril leads malfunction. Heart and lung and circulation 2019; 1¿4 1443-9506 https://doi.org/10.1016/j.hlc.2019.06.718. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained embedded information. A complaint about a pacing lead that was presented at a cardiac scientific session was identified. The information showed there were leads that displayed noise. No other information is known at this time and further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.